Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: with the provided information and the outcomes of inspection of the returned items, it is presumed that a metallic guidewire inserter was possibly advanced over the guidewire when the prowater guidewire was removed, guidewire was removed back under the condition where the tip of the inserter used in combination was contacting the guidewire with angle, so that the ptfe coating of the guidewire was exposed to excessive abrasive and scraping force and damaged. With the outcomes of inspection and conducted test, there is no indication of deficiency with the products. In the production process, namely after the ptfe coating over the shaft, coating adhesion test is conducted with each coating lot in order to check that the adhesion strength meets the products specifications. The ptfe coating adhesion strength of the subject lot products had been confirmed meeting the criteria. The warning section of the instructions for use (IFU) describes: never use metallic needle or metallic sheaths for insertion and withdrawal of guidewire, other wise the surface of guidewire may be damaged significantly. Separation or breakage of guidewire is listed as one of possible complications and adverse events.

Event description:
It was reported that the procedure was to treat a circumflex artery. A prowater guide wire was placed in the lesion and pre-dilatation was performed with a trek balloon catheter and a non-abbott stent was successfully deployed to complete the procedure. The guide wire was removed from the anatomy and when wiping it down, the green teflon was coming off onto the wipe. There was no peeling or flaking of the teflon noted during the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.